Manufacturer narrative:
Per the reported event, the inaccuracy during navigation was due to improper setup of the reference frame by the operator, and not a malfunction of the device. The surgeon was informed of the risks, but chose to continue surgery by periodically checking accuracy. The system behave as designed. No parts were returned for investigation.

Event description:
A site representative reported they were unable to navigate after going sterile when in a cranial procedure. Medtronic technical services representative walked through troubleshooting to ensure the reference frame was fully seated onto the vertek arm; it was. Passive planar probe was held on the opposite side of the reference frame from the pt and tracking was enabled. Medtronic representative informed rn that the non-sterile reference frame used during registration was incorrectly attached to the vertek arm. Surgeon was advised of the potential inaccuracy inherent in placing the sterile reference frame upside down to navigate; surgeon assured he understood the risks and would not assume accuracy without checking. Medtronic representative reported the case was delayed approx 15 minutes due to troubleshooting and non-sterile reference frame sterilization. Issue was discovered post-craniotomy and pre-cerebral incision. Surgery was completed with the use of the stealthstation treon. There was no impact on the pt outcome.